Event description:
The pump was returned to the MFR for analysis after explant due to "pending battery depletion". No pt symptoms were reported; the pt recovered without sequela.

Manufacturer narrative:
Final device analysis reveals insufficient bond of catheter access port. The pump had acceptable final functional flow testing without the catheter access port attached. The cap was detached when received for analysis. This device was not in the range of device serial numbers included in the recall of the synchromed el pumps for catheter access port detachment.